Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) monopolar curved scissors instrument. The event investigation is in progress.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wire of the monopolar curved scissors (mcs) instrument broke. A fragment fell into the patient and was not retrieved.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the distal.